Event description:
Patient reported left side "capsular contracture," baker grade unknown and "concern due to the product." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., e.1.

Manufacturer narrative:
The event of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade unknown¿.

Event description:
Patient reported left side "capsular contracture," baker grade unknown and "concern due to the product." Device remains implanted.